Event description:
It was reported that (1) hp053 was used during a unknown procedure. It was reported by the rep that the airless handpiece malfunctioned (not operating at all). There was extended or time by ten minutes.